Manufacturer narrative:
It was reported that during a shoulder scope, the reprocessed dyonics acromioblaster burr was difficult to load into the hand piece. It was added that once the device was successfully loaded, it was difficult to remove. Per report, procedure time was extended for an extra 20 minutes to complete. The patient had to be administered additional anesthesia related to this procedure time extension. General anesthesia was used and there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. Due to the reported event, this medwatch is being filed. A sample is not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. The lot number for the reported device is unknown. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the reprocessed dyonics acromioblaster burr was difficult to load into the hand piece. The procedure was extended for 20 minutes and patient required additional anesthesia.